Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler received the make sure heater bag is on heater tray message. The patient confirmed that the heater bag is empty but had filled him with most of the contents. The patient stated being in pain. Upon review of the treatment data, it was noted that the patient experienced iipv (increased intraperitoneal volume) of 200%. Upon follow up with the patient's nurse, it was confirmed that the patient's peritonitis test came back negative. The patient had a low grade fever (approximately 99 degrees). The patient did experience overfill and abdominal bruising. The patient has since received a new cycler and is completing treatments with no issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon initial power-up of the complaint cycler, the device was stuck on the initialization screen and would not advance to the ¿ready¿ screen. The fault was troubleshot in which the functional board was replaced. After replacing the functional board on the received cycler, the liberty cycler unit powered up normally. After replacing the functional board, a simulated treatment using the post-ast 8500 ml volume settings treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: patient code (distension), and clinical investigation clinical investigation: there is a causal relationship between the patient overfill resulting in abdominal pain and bruising and ccpd therapy on the liberty select cycler. A data review confirmed that the patient¿s drain criteria exceeded 180% (183%) during the first cycle of ccpd treatment on the liberty select cycler. It is unknown if the patient¿s manual treatment constitutes medical intervention or if the manual exchange was completed in place of ccpd while awaiting the replacement cycler. No further information or product investigation was available at the time of this clinical investigation. Should additional information become available, please re-submit for clinical investigation review and the need for an amended clinical investigation will be re-evaluated accordingly. A supplemental report will be filed upon completion of the manufacturer's investigation.